Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested assistance in programming insulin pump due to being taken off of insulin therapy while being hospitalized. Customer's blood glucose was 245 mg/dl. Customer was assited in programming insulin pump. No further information provided.